Event description:
Physician performing cataract removal with iol insertion, at time of insertion of iol the 5 degree "monoflex" tm haptic broke tearing the posterior capsule. Required prolonged procedure of anterior vitrectomy, replacement of iol.